Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "An initial update for you and many thanks for retaining in situ the original bag and set as this has been invaluable. During the initial testing the pump was run using the original ward setup and the set was not removed from the pump at all. I can confirm that with a new bag of fluid that the pump whilst displaying an infusion rate of 4.59nl/hr was actually running at 14.8ml/hr. This confirms that an over infusion with this pump was possible. When a new set was fitted to this suspect pump the delivered volume was correct and when the suspect set was fitted to another volumetric pump the delivered volume was correct. This is something that I have never seen before and highlights the importance of leaving the set inside the pump when sending to us for testing. I'll be performing further tests and see if the suspect pump is being effected by long duration infusions and looking into the event log but the device will be returned to bbraun for investigation. Further clinical update was there any patient harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. There was no harm to the patient as a result of the incident which procedure was being carried out at the time? No procedure was being carried out at the time. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. No delay as a result of the incident . Is the pump available for collection? Just completing some more rate tests with the original pump and original set that was confirmed as over infusing in the workshop. Rate testing will be completed later today.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). Examination carried out by: pascal theis. 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 5878. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. The last infusion on 2022-03-10 was investigated. A space line was inserted and an infusion with a rate of 4,59 ml/h and a volume of 100ml was started. The line was purged three times and no other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing were missing. The device shows age related signs of wear and tear and was slightly dirty. A small damage on the lower housing was found, but no other damages. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,41 bar (should be: 0,1-0,7 bar). Pressure stage 5: is: 0,73 bar (should be: 0,4-1,0 bar). Pressure stage 9: is: 1,19 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,81 bar (should be: 1,8-2,5 bar). Pmin: is: 1,60 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,78 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,56%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled, and the inside was investigated. Inside the device could be found liquid residues but no visible damage was found. 3.6 test equipment: description: syringe gauge. Typ nr.: 7705204. Lab.-ID.-nr. Qc25140. 3.7 for examination used disposables: description: infusomat space line ref.: (B)(4). Lot: 22b07e8st1. 5. Judgment: 5.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.